Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by pain. The cause and treatment were not reported. It was reported the patient was taken to the hospitalize via an ambulance due to pain and was hospitalized for the event. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was not reported. No additional information is available.